Event description:
During the saphenous vein harvesting procedure. Fluid was observed leaking to the device through the cone tip. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.